Event description:
The customer called and reported experiencing high blood glucose over 400 mg/dl. The customer had not yet treated. Troubleshooting could not be completed with insulin pump as customer was at work. Customer stated, he would call back when he had a replacement infusion set and tubing clamps. The device will not be returned for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.